Event description:
Customer complaint - limited data available the customer tested the device out 4 times and received varying inaccurate numbers.

Event description:
Customer complaint - limited data available pricked myself 4 times and got different numbers. 107, 83,96,98[?] I mean what the hell[?].